Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 274 mg/dl during the phone call. Troubleshooting was performed and the insulin pump passed the prime and high pressure test. The programming was also correct. It was explained that the insulin pump passed the tests and was functioning with specifications.